Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the occlusion events, the customer changed the infusion set and cartridge and resumed insulin. The customer was informed by technical support that the cartridge should not be used for more than 72 hours, and they acknowledged this information.